Event description:
During the analysis of the provided device's logs it was discovered that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).